Event description:
It was reported that during central processing, the bottom part of 8mm large hem-o-ok clip applier instrument was observed to be exposed and separated. The part did not go back into rotation. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a partially fractured main tube at the distal end. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact. Additional observation(s) : the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.